Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 with the homechoice machine during drain 3 of 3. The technical service representative (tsr) assisted the home patient (hp). The hp stated that there was a leak somewhere on the patient line but she could not find it. Baxter product surveillance contacted the patient's wife on (B)(6) 2010. According to the patient's wife there was a leak in the patient line, however, they did not pin point the leak. The wife stated that they notified the nurse and she advised them to discard supplies and start over. The patient resumed therapy and is doing fine. There was no patient injury or medical intervention associated with this event.

Event description:
It was reported that during a total lap hysterectomy procedure, a new device was opened and the tissue pad came off during the procedure, and was removed laparoscopically. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time